Event description:
It was reported that the patient lost therapeutic effect following exposure to a security gate at a (B) (4). It was noted that the device was coming on and off and was on at the time of exposure. Further information was requested.

Manufacturer narrative:
(B) (4).